Manufacturer narrative:
The 8mm tip cover accessory was analyzed and the complaint was not confirmed by failure analysis. Using the installation tool, the tip cover was placed on a monopolar curved scissor instrument. The tip cover was tightly attached to the scissor and could only be removed with considerable effort. No product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip cover accessory has not been received for failure analysis evaluation.

Event description:
It was reported that the tip cover accessory became loose from the robotic shears. This was removed and replaced with one from a different batch number. A fragment reportedly fell into the patient, and it was unknown if it was retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure. The tip cover accessory slid off during use inside the patient, and it did not appear to be loose. There was no patient injury. There were no signs of arcing, sparking or thermal damage was a result of the issue. No images were available for review.